Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The eval confirmed that approximately 1 second after powered on, the pump will lose power caused by a failed processor printed circuit board (pcb). Additionally, it was confirmed that the pump will only enter sleep mode when power is supplied for the power adaptor. The processor pcb was replaced.

Event description:
It was reported that a pump powers on and off without user input. It was also reported that there was no pt injury.